Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) due to erratic behavior of chloride electrode. The customer provided qc data which indicated qc was intermittently out of range on both levels. The customer washed the ion selective electrode (ise), after which calibration and qc were within range. The customer stated that after performing the troubleshooting, ise was performing as expected. The customer stated that the issue with erratic qc results on cl method was resolved by running fresh qc. Qc, calibrations and samples were within acceptable range. The cause of imprecise cl results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained imprecise chloride (cl) results on one patient sample on an advia 1800 instrument. The results were not reported to the physician(s). The initial result did not match the repeat result obtained on the same instrument. The sample was repeated on an alternate instrument. The result obtained on the alternate instrument was not provided by the customer and it is unknown if the result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to imprecise cl results.